Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician had initial difficulty removing the catheter from pt. The catheter was successfully removed and no pt injury or complication occurred.